Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 17 mg/dl. Bg cause was not known. Customer was treated with glucagon to address bg. Customer was released from the ER in stable condition with no permanent damage.